Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture - baker grade 3.

Event description:
Healthcare professional reported "capsular contracture - baker grade 3", "suspected/actual rupture/deflation" and "wrinkling/rippling" via national breast implant registry (nbir). Capsulectomy/capsulotomy was performed. This record is for the left side. The device was explanted.